Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from the patient reporting that the third placement was a permanent placement and was successful in achieving a decent response, but the leads became unattached and therefore could not be used. It was reported that the patient had anatomical issues with all 3 lead units in the past. The hcp was able to get some coverage by doing a lot of manipulation of the leads. The previous stimulator covered 50-60% of the areas that it needed to cover. The patient clarified that the previous stimulator covered their low back and one leg. The patient stated that were able to get some relief. A replacement was needed because one of the leads had come un-done and the patient was therefore not able to use their unit since (B)(6) 2015. The patient stated that the replacement of the unit was delayed because the patient had a lumbar laminectomy fusion in (B)(6) 2015. The patient waited until they were healed for 6 months to see what kind of pain relief was achieved from the surgery. Their low back pain still continued to be significant; therefore, the patient proceeded with the new unit. The patient had surgery on (B)(6).

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The manufacturer¿s representative (rep) reported the patient stated stimulation was uncomfortable and they were unable to use it for leg pain, and since implant they didn¿t have enough coverage for their back pain. An x-ray was taken which showed the leads may be out of the epidural space. Impedance testing was performed which showed all impedances were greater than 20,000-30,000. Reprogramming was performed which wasn¿t helpful so the patient was left with their initial settings. The patient was going to be having a revision to address this but only after a corrective spinal surgery was done which was unrelated to their implantable neurostimulator (ins) system. Relevant medical history includes lumbar radiculopathy and spinal pain.

Manufacturer narrative:
.

Event description:
Additional information received from the patient reported that the leads of ins system had come loose which was confirmed on x-ray. The manufacturer's representative told the patient they did not do anything that could have caused the leads to come loose. The patient stated that they could actually feel the wires inside and they felt uncomfortable. Their healthcare professional (hcp) was to contact the patient about a new lead for the revision surgery. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
See also manufacturer¿s report # 3004209178-2016-10542 for the patient¿s other device issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.